Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 4.0 x 12mm xience prime referenced are filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with mild calcification and mild tortuosity. A 3.5 x 23mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was deployed; however, a proximal edge dissection was observed. Therefore, a 4.0 x 12mm xience prime sds was deployed to treat the dissection. However, another dissection was observed. The second dissection was treated with another 4.0 x 12mm xience prime stent to complete the procedure. There was no adverse patient sequela. No additional information was provided.